Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4).

Event description:
(B)(4) clinical study. It was reported that during a carotid artery stenting treatment procedure, a dissection occurred. The target lesion being treated was located in the mid right coronary artery (rca) with 95% stenosis, length of 20mm and a reference vessel diameter of 2.5mm. The target lesion was treated with predilatation with a maverick2 balloon and a dissection occurred. A 2.5 x 24mm study stent was implanted and post-dilatation was performed with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.